Manufacturer narrative:
Due to characterization limit e1:(B)(6).

Event description:
It was reported that a cs300 intra aortic balloon pump (iabp) doppler had physical damage. No harm or injury to the patient was reported.